Manufacturer narrative:
(B)(4). Batch # r9433w. Investigation summary: the device was received the upper jaw damaged at the proximal side. The device was connected to the generator and it was recognized. Because the jaw was damaged not all functional testing could be performed with the generator. The condition of the jaws prevented the functionality of the jaw. The device was unable to cycle open and close. A probable cause of the damage to the jaw could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. The batch history record was reviewed, and no defects, nc¿s or protocols related to the complaint, were found during the manufacturing process.

Event description:
Product code: nslg2s35. Lot/batch/exp: tbc. Did the event happen during a procedure? Yes. Were you in the procedure at the time of the event? No. Was the product being used in a clinical trial? No. Event outcome/how was it managed? New device was opened. Was there a patient impact or was the procedure extended greater than 30 minutes due to the failure? No. Has the reporter facility indicated there may be legal action? No. Is the product available for return? Yes. Please give a detailed explanation of the event: the handle of the device ¿sticks¿ and does not re-open when not being closed, does not allow for the jaws to be opened/closed as they should be.

Event description:
It was reported that during an unknown procedure, the handle of the device sticks and does not re-open when not being closed. Does not allow for the jaws to be opened/closed as they should be. A new device was opened to complete the procedure.

Manufacturer narrative:
(B)(4).